Event description:
The patient received a cordis enterprise stent for coil embolization of a left opthalmic artery aneurysm, but suffered an unfortunate intracerebral hemorrhage (ich) two days after the procedure. Immediately following the ich, this patient's prognosis was described as "poor" due to initial glascow coma scales of 3 with signs/symptoms of herniation. The patient had to undergo emergent clot evacuation and an intracranial pressure monitoring device was placed. We have been monitoring this patient's progress, and the patient has since been discharged from the hospital to an acute rehabilitation hospital. The patient was following commands with the left side, was unable to move the right side, and had a tracheostomy, at the time of hospital discharge. The patient will continue to recover in a rehabilitation facility.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.